Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed a button error alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
All of the buttons functioned properly during our testing however, found moisture damage to the keypad traces during our visual inspection. No button error alarm during our testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner and stained end cap sticker.